Event description:
A customer reported his freestyle freedom lite blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer did not wish to answer any of the medical questions and the survey could not be completed. However, before the call ended the customer was able to report that due to his meter showing a blank screen, he was unable to test and "was admitted at a hospital for diabetic ketoacidosis". It is unknown the treatment rendered to the customer. Adc customer service attempted later to contact the customer, but he could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.